Manufacturer narrative:
Section h6 update: codes for investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Section h10 update : upon investigation of the actual device used in this incident it was found in the application log that the first four bytes (dword) of the data section contains the error code. A technical support specialist had done repair the med application to resolve. The system functioned as intended.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d5, e2, e3, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2021 to 15- oct-2023and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system was not responding. The technical field specialist reviewed the log files and upgraded the device to the latest medstation application version 1.7.4. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis medstation unexpectedly stopped responding when a user attempted to remove medication. A patient was undergoing an undisclosed procedure, the customer indicated that the patient's shoulder was being manipulated and that the required medication was propofol. Medication was successfully removed from a different device, the reported delay, 5 minutes. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation unexpectedly stopped responding when a user attempted to remove medication. A patient was undergoing an undisclosed procedure, the customer indicated that the patient's shoulder was being manipulated and that the required medication was propofol. Medication was successfully removed from a different device, the reported delay, 5 minutes. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending, a supplemental report will be submitted once the investigation process is complete.